Event description:
It was reported that the device was implanted and explanted in 2007, due to unk reasons. It was additionally reported that a second device, model #3000tfx, was explanted. Refer to medwatch #6000002-2008-08109. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.